Manufacturer narrative:
The quality investigation is complete.

Event description:
It was reported via medwatch report # (B)(4), that the blade broke during a right total knee arthroplasty at the cutting end. It was also reported that there were no adverse consequences and no delays as a result of this event. It was further reported that the procedure was completed successfully.